Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the customer was performing a planned treatment/non-emergency treatment at the time of event occurring. The procedure was aborted and completed by using another system. Upon troubleshooting fse found that a short circuit has happened in the cathode cup of xray tube assembly. The philips engineer cleaned and applied silicon paste to the high tension (ht) cables and then carried out tube adaptation, tube yield and edl(entrance dose rate limitation) calibrations. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device is not screening properly, will not complete the screen. There was no reported patient or user harm. The device was in clinical use at the time the issue occurred. The field service engineer (fse) cleaned and applied silicon paste to the high tension cables and performed calibrations and the device was returned to use in good working order.